Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Pdm lot number h000602. Pdm serial no. (B)(6). Product asm, pdm, programmed, op5, 3.0. Product family omnipod 5 pdm. Quantity being returned 0. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware. N5004l. Cloud - cgm sensor type g7.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient reports after taking pain killers their blood glucose level had decreased to below 40 mg/dl. The patient reports after consuming a peanut butter sandwich their blood glucose levels had not changed. The patient reports they had lost consciousness. Upon arrival of the paramedics the patient was treated with glucose. The patient was taken by ambulance to the hospital. Once at the hospital the patient was diagnosed with hypoglycemia as well as an allergic reaction to the pain killers they had taken. The patients pod was removed. The patient was treated with dextrose. While in the hospital the patient acknowledged the memory corruption hazard alarm and the doctor set up their controller. The patient was discharged from the hospital after 18 hours.